Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm the reported issue after testing the system. The master tool manipulator (mtm) was replaced to resolve the issue. The system was tested and verified as ready for use. The intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mtm was analyzed and error 23025 was confirmed during sine cycle testing. The axis 3 motor and axis 3 motor cable were faulty and replaced after a visual inspection. The complaint regarding mtm issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to component failure on the mtm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) they had repeated recoverable faults. The tse reviewed the logs and found 23025 error on axis 3 of the master tool manipulator (mtm). The tse had the customer hard power cycle the surgeon side cart (ssc) and the error came back within seconds. The customer had arm 2 stuck on mesh and was able to release the jaws in the few seconds before it would fault out again. The customer only has one ssc at the hospital and converted to a laparoscopic procedure. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the nurse to confirm that the conversion resulted in one additional port placement. The patient tolerated the conversion well and there was no injury to the patient.